Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Event description:
It was reported that a 25mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 1 year, 4 months due to severe mitral regurgitation and thickened leaflets. No other information was provided.

Manufacturer narrative:
UDI # (B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 25mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 1 year, 4 months due to unknown reasons. No other information was provided.